Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm during testing. The motor was tested outside of the device and passed. The insulin pump had minor scratched liquid crystal display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 280 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. It was also reported that the customer had been experiencing high blood glucose levels, but troubleshooting was declined. The discontinuation of the device was advised. Nothing further was reported.